Event description:
It was reported that during a percutaneous coronary interventional procedure, a tip detachment occurred. The 99% stenotic lesion was located in the calcified right coronary artery (rca). The lesion was dilated with the 12mm x 3.0mm maverick2 monorail balloon catheter. Due to insufficient dilation, the physician attempted to reinsert the device but it failed to cross the lesion. The mandrel was inserted and the balloon was rewrapped. Upon removal of the mandrel, the balloon tip separated. The event occurred outside of the pt. The procedure was successfully completed with another of the same device. No pt injuries or complication were reported. Pt status is reported as "good."